Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The downloaded device returned an 0x1c, indicating the pump had reached expiration time. It was confirmed that the device ran to 80 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patients nurse that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's pod was worn for more than 48 hours on the arm. The nurse stated the patient started having problems with the blood glucose (bg) levels two days ago and the patient could not get it go down them self. The nurse stated when the patient got to the hospital their bg levels were over 600 mg/dl. Patient was treated with intravenous therapy with an insulin drip. Patient was also given vitamin c , aspirin, lipitor 40 mg, vitamin d3, synthroid 137 mg, heparin 5000 units, prilosec 20 mg, flomax 0.4 mg.